Manufacturer narrative:
D4: serial number is unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Since purchasing two new duodenoscopes (ed34-i10t2), the user has complained about difficult handling during ercp and during video cholangioscopy with the spyglass disposable cholangioscope from bostonscientific. Customer previously had the fixed albarran lever rather than the dec version. Instruments such as balloons and also the spyglass can be controlled and pushed very poorly by the albarran lever, resulting in "kinking" and damage to the balloons used (company mtw). According to the customer, when testing the closed lever (ex-vivo), a sharp edge of the albarran lever can be observed. Also, during the examination, small stones often collect under the albarran lever, so that it is difficult/hardly possible to open it again. Regarding the video cholangioscope, the user has asked a representative of boston scientific to come to the house for an assessment of the cholangioscopes used- to be done in the coming days. Customer has kept one used dec cap and two used cholangioscopes. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: based on the investigation data. The potential/fundamental cause of the failure is that there is no failure in the endoscope. It is difficult to control the treatment device. And the procedure to access the pancreatic bile duct may cause stones to accumulate on the elevator. It was determined, that the information was provided by the customer regarding the raising table not being able to be lowered. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.